Event description:
It was reported that the user¿s infusion set and cartridge were inadvertently removed from the ilet pump during sleep, resulting in an infusion set connection issue and elevated blood glucose. The user employs a contact detach steel set (6 mm, 23 in) and performed a full supply change with troubleshooting and education completed. Symptoms included hyperglycemia peaking at 317 mg/dl. Outcomes included no alarms, no alerts, and no medical intervention or hospitalization. Investigation included customer interview and guided troubleshooting to replace the infusion set and cartridge and verify correct attachment. Investigation of this case revealed that the infusion set was deployed or connected incorrectly, leading to interruption of insulin delivery, which was resolved after the full set change and reconnection with glucose returning to range. It was concluded, based on previously established findings for similar reports, that user handling and connection of the infusion set and cartridge were the most probable causes.